Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during a basal. The customer's blood glucose reading was unknown at the time of incident. The customer was advised to prime the device but insulin did not exit the tubing and alarmed no delivery. The customer tried with another reservoir and insulin did not exit and alarmed again. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was advised that the reservoirs would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm noted. The insulin pump was received with minor scratched lcd window and cracked reservoir tube lip.